Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly and led to multiple unexpected shutdowns. Additionally, it was reported that the pump touchscreen was unresponsive and an auto-off alarm occurred. Customer's blood glucose (bg) level was 600 mg/dl which was addressed by delivering a bolus. Reportedly, the customer continued to use the pump for insulin therapy.